Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, but it tore while being inserted and could not be used. There was no pt contact or injury. The sales representative stated the cause for the lens tear was probably due to the surgeon not being familiar with the product. An msi-pr injector and an mtc60c fp cartridge were used but the sales representative was unable to recall the lot numbers.